Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the pump returned with corrosion in the battery compartment and moisture visible behind the display lens. The battery compartment is cracked above and below the bumper pad. Battery cap/cartridge cap were not returned. The black box/ pump histories could not be downloaded. A test battery cap is able to attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated. Test cartridge cap also used for testing. Leak test fails with battery compartment leak. Removed pump cover; internal moisture was confirmed in the pump. Keypad is peeling up at the ok key. All keys are fully responding to presses. Removed pump cover; no contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.